Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to contaminated usb connector (moisture damage), see picture. Receiver charged and will boot was performed and failed due to receiver does not power on. Perform internal visual inspection and failed due to moisture damage found. See pictures attached. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The log was not downloaded and reviewed finding no errors related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.